Event description:
Additional information received that the red tinged urine was related to hydroxocobalamin given for vasoplegia, the red tinged urine was related to that and not hemolysis per bedside nurse. Insertion site was redressed and sutures adjusted in response to hematoma.

Manufacturer narrative:
B5 additional information was inadvertently omitted on the initial manufacturer device report. H6 health effect - clinical code e0303 (hemolysis), medical device problem code a01 was erroneously entered on the initial manufacturer device report h6 health effect - impact code f19 was inadvertently omitted on the initial manufacturer device report.

Event description:
A 64-year-old male patient underwent post-operative heart transplant surgery and was supported with an rp flex pump ((B)(4), gu case (B)(4), sn (B)(6)) implanted on (B)(6) 2026 at 17:53 and explanted on (B)(6) 2026 at 12:30. The rp flex device provided circulatory support during the immediate post-operative period following heart transplant without reported alarms or placement issues. The observed complications¿hemolysis and hematoma¿occurred in the context of systemic anticoagulation and active coagulopathy, which are common risk factors in post-transplant patients. Based on available information, the rp flex functioned as intended. The events of hemolysis and hematoma are consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The patient survived explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: asae/hematoma: the cause of the access site adverse event was patient related due to the patient¿s coagulopathy.